Manufacturer narrative:
Concomitant medical products: 1388tc, lead implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited undersensing during a defibrillation threshold test during a routine device change out procedure. The rv lead remains in use. No patient complications have been reported as a result of this event.